Manufacturer narrative:
Investigation summary: bd received 177 samples and one photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for stopper pullout was observed. Additionally, 10 customer samples were evaluated by functional testing where the tubes were inserted onto the eclipse signal needle and then removed and the indicated failure mode for stopper pull out with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper full out. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, the device experienced stopper pull out of tube within a holder. The following information was provided by the initial reporter. The customer stated: phlebotomist withdraw blood from a patient using a 4ml k2edta, eclipse needle and a one-use holder. During the process of removing the tube, the tube closure remained on the needle while the tube was removed from the holder resulting in blood leaking form the tube.